Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following results were provided: (customer provided patient reference range: 135-145 mmol/l). (B)(6) 2025 initial result: 116 mmol/l, repeat result: 145 mmol/l. (B)(6) 2025 sid (B)(6) initial result = 114 mmol/l, repeat result on another analyzer = 139 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following results were provided: (customer provided patient reference range: 135-145 mmol/l) (B)(6) 2025 initial result: 116 mmol/l, repeat result: 145 mmol/l (B)(6) 2025 sid (B)(6) initial result = 114 mmol/l, repeat result on another analyzer = 139 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, preformed multiple troubleshooting procedures including part replacement and flushing of the ict pump. No additional discrepant results reported. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Manufacturing documentation for the alinity I processing module did not identify any issues associated with the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6).all available patient information was included. Additional patient details are not available.